Event description:
Customer reported an issue with the pump display, specifically a black blemish covering trend arrows affecting the ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to continue using the current pump and put the problematic pump into storage mode prior to returning it for replacement via prepaid label.